Event description:
It was reported that the device gave a "connect electrodes" message despite being connected to a patient. Three packages of electrodes were used, none of which the device was able to detect. The patient, a female was in a nursing home with respiratory failure. The patient expired.

Manufacturer narrative:
Physio-control, inc. Evaluated the device, but was unable to duplicate the reported condition. The returned assembly was troubleshoot by product performance. The reported problem could not be duplicated or confirmed.